Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a watchdog timeout alarm and display screen went blank. Insulin pump was also making a loud noise and was not able to clear alarm due to buttons not responding. Customer's blood glucose was 57 mg/dl. After battery change and waiting two hours.